Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has confirmed that the wires were broken. The root cause for broke wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.